Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the physician found that it was difficult to inserted the lead with the guidewire. The physician attempted to implant a different left ventricular lead but still failed after trying for several hours. It was suspected that the patient's blood vessel had a distortion. The patient was in good condition. A competitor's lead was implanted.